Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir and tubing had air bubbles. The customer¿s blood glucose level 300 mg/dl at the time of the incident. Customer stated that approximate size of air bubbles was 5 cm. Air bubbles was noticed by during therapy. The reservoir will not be returned.